Event description:
The customer's father called to report that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 478 mg/dl. The father stated that customer had an infection, which may have contributed to the high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.